Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
Related manufacturer reference number: 2017865-2021-21002. Related manufacturer reference number: 2017865-2021-21007. It was reported that the patient developed infection. The patient presented on (B)(6) 2021 for procedure and the system was explanted.